Event description:
It was reported that the programmer displayed an error code and would not boot up. It was further noted that the handle needed fixing and it was requested that the connections be checked. The programmer was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device booted to a system error. Speaker cable was smashed. Overlay bezel assembly and handle are broken. ECG (electrocardiogram) connector is broken loose from a printed circuit board assembly. Keyboard cable connector is breaking loose.